Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and mostly distributed in the market (B)(4) units of this code-batch. There are (B)(4) units in stock in b. Braun surgical's warehouse (36 of them requested for analysis). We have not received any sample from the customer for analysis. However, we have received a picture showing the needle detached and the thread still wound on the pack. We have analyzed 36 units from the same code-batch that were in stock in our warehouse. We have tested the needle attachment strength of the closed samples received and the results are 0.94 kgf in average and 0.04 kgf in minimum (ep requirements: 0.23 kgf in average and 0.11 kgf in minimum). Only one value does not fulfil ep requirements for the minimum. Nevertheless, according to ep requirements, one low value in 15 tested units is accepted. However, taking into account the picture received from the customer with the evidence and the defective unit found on the box from our stock, we consider that the complaint is confirmed. Reviewed the batch manufacturing record, this product had an incidence during manufacturing process but the results before releasing the product fulfilled usp/ep and b. Braun surgical requirements. Final conclusion: taking into account that the results of the picture sent by the customer and the samples received from bbs stock, we conclude that the complaint is confirmed by evidence of the samples and picture received. We apologise for any inconvenience that this issue may have caused, and thank you for your collaboration. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with a monosyn suture. The needle and suture were separated. Before use.